Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results for two patient samples with the cobas® sars-cov-2 assay for use on the cobas® 68/8800 system. According to the customer, both samples initially generated positive sars-cov-2 results on the cobas liat system but were negative during repeat testing with the cobas 68/8800 system. A review of the data revealed late CT values indicative of samples near the limit of detection (lod) of the scfa assay. Lod samples are expected to waiver between positive and negative upon repeat. An investigation was conducted to evaluate the customer issue. No product problem was identified. No harm was alleged. Per FDA guidance, two(2) mdrs will be filed, one per discrepant result.

Manufacturer narrative:
(B)(6). A customer from thailand alleged discrepant results for two patient samples with the cobas® sars-cov-2 assay for use on the cobas® 68/8800 system. According to the customer, both samples initially generated positive sars-cov-2 results on the cobas liat system but were negative during repeat testing with the cobas 68/8800 system. An investigation was conducted to evaluate the customer issue. No product problem was identified. A review of the data revealed late CT values indicative of samples near the limit of detection (lod) of the scfa assay. Lod samples are expected to waiver between positive and negative upon repeat. Additionally, there is a difference between the cobas® liat system and the cobas® 8800 system in the dual-target design of both systems which could further explain the sample discrepancies. (B)(4).